Event description:
The customer reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 9:00 am the patient experienced elevated blood glucose symptoms of weakness and shortness of breathe. At 10:00 am he received a blood glucose result of 170 mg/dl on his aviva system. The patient then took his prescribed 500 mg tablet of metformin. The patient still did not feel well. At 11:00 am the customers' wife took him to his doctor's office. The doctor did not test the patient's blood glucose or provide any treatment. The doctor immediately called the ER and let them know the patient was on the way. The patient's wife transported him to the hospital and they arrived at 11:30 am. At 12:00 pm the patient received a blood glucose result of 485 mg/dl on the hospital's meter. The patient was admitted into the hospital for high blood and was treated with an insulin injection. Customer stated he was also treated with an IV, but does no recall what was in the IV or how much was given to him. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.